Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Using a femoral approach, the index procedure treated the 80% stenosed, 2.5x18mm de novo target lesion located in the moderately calcified and tortuous left anterior descending (lad) artery. After pre-dilation with a non bsc 2.0x15mm balloon, the physician attempted to place a 2.5x16mm taxus liberte stent, but was unable to cross the target lesion. Upon removal stent struts were flared. The procedure was successfully completed with a 3.0x20mm taxus liberte stent. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Using a femoral approach, the index procedure treated the 80% stenosed, 2.5x18mm de novo target lesion located in the moderately calcified and tortuous left anterior descending (lad) artery. After pre-dilation with a non bsc 2.0x15mm balloon, the physician attempted to place a 2.5x16mm taxus liberte stent, but was unable to cross the target lesion. Upon removal stent struts were flared. The procedure was successfully completed with a 3.0x20mm taxus liberte stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. One strut was raised on row 1. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).